Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until (B)(6) 2010. After this date there are a number of manual events which would indicate the user was switching on and off the device. The pad device was disassembled for inspection and it revealed the coin cell had become detached from the printed circuit board accounting for the clock not working properly. The coin cell became detached sometime after dispatch and was probably caused by an impact. The pad pak, which contains the electrodes and batteries, is labelled for single use, but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in ths event. This device malfunctioned because the "device service required" warning prompt and the time and date are incorrect. A device emitting this warning message has identified a fault with the device and if left undetected could result in the failure of the device to deliver therapy if required.